Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant coil area (specific date not reported). Subsequently, the patient was treated with oral antibiotics (speciifc date and duration not reported). Device analysis report attached. This report is submitted on june 02, 2023.

Manufacturer narrative:
This report is submitted on may 10, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6)2023 due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.